Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2204101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f minx control vascular closure device (vcd) ruptured during the procedure. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be retuned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported injury to the patient. Additional information was requested but was not provided. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position, exposed to blood. The syringe and procedure sheath were not returned with the device. It was noted that the balloon was fully deflated, and that there was crystallized residual fluid in the balloon and inflation tubing of the returned device. Per microscopic analysis, inflation/deflation testing was performed on the balloon of the returned device, and significant resistance was felt. After multiple attempts to inflate the balloon, and the balloon was able to be partially inflated. All attempts to fully inflate the balloon were exhausted. Per microscopic analysis, visual inspection at high magnification showed heavy crystallized residual fluid in the inflation tubing and in the balloon of the returned device, which may have caused the device lumen to clog, and the balloon to not fully inflate during the device failure investigation. A product history record (phr) review of lot f2204101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors or handling factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.